Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump¿s battery life was less than expected. The reporter confirmed that the battery cap was secured properly, there was no damage to the pump or the battery cap, and there was no moisture/corrosion in the battery compartment. The issue had reportedly occurred with multiple batteries. Troubleshooting indicated that there were ¿low battery¿ warnings in the pump history and that the alarm history indicated short battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.